Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. The pump power up properly after battery installation and was received with operating currents within spec. There was no unexpected battery out limit alarms noted. The pump was received with intermittent buttons due to corroded keypad traces. There was no display ramping on its own anomaly were noted. The pump had a cracked case at display window corners, reservoir tube and battery tube threads, and a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 354 mg/dl. The customer states they have difficulty with the pump. The customer attempted to punch in the blood glucose and numbers began rolling. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.